Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
On (B)(6) 2018, it was reported that the patient's blood glucose (bg) levels reached 20.9 mmol/l (376 mg/dl) with ketones at 3.4 mmol/l while wearing the pod. On (B)(6) 2018, at 5:00 am, the patient's bg levels had continued to rise and reached 29.7 mmol/l (535 mg/dl). The pod was changed but the patient's personal diabetes manager (pdm) required new batteries and the bolus calculator was suspended for four hours. Over the course of the day, the patient changed the pod four times and at some point the pdm would not turn on, it "blanked out". As the patient was unable to do manual insulin injections due to expired insulin an ambulance was called and she was taken to the hospital. At the hospital, the pharmacy was closed and she was unable to obtain insulin. The patient's pdm then turned back on. The hospital treated her with a saline drip and monitored her blood pressure every hour since it was high at 200/90 mmhg and she was tachycardiac. On the morning of (B)(6) 2018, while at the hospital, her bg levels fell to 2.6 mmol/l (46.8 mg/dl) but this was resolved with a glucose drink and she was discharged home. As of (B)(6) 2018, the patient has received a new pdm but wishes to wait until her appointment next week to transfer data over as the old pdm is now working well. Assistance in transferring the data was offered but declined. The patient also obtained back up insulin and is checking her bg levels regularly.